Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that no symptoms were indicated and the patient reported that battery was low on (B)(6) 2016. It was also noted that the depletion was normal and the issue was resolved on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported the subject had been hospitalized for an implantable pulse generator (ipg) replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.